Event description:
It was reported that the battery gauge was fluctuating resulting in a pump shutdown. There was no adverse impact to customer's blood glucose level. The customer reverted to alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.